Event description:
This is a report of a home patient (hp) that acquired peritonitis. The hp had been hospitalized for an unrelated issue and while using baxter products, the hp acquired peritonitis caused by touch contamination. The hp was treated with vancomycin intra-peritoneally (dosage not reported). At the time of this report the hp was still hospitalized and was recovering. At the time of this report it was unknown if the hp had been retrained.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This condition was confirmed, as it was reported that there was a breach in aseptic technique. The assignable cause was determined to be a use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.